Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is a palmaz stent and the catalog is available but the lot number is not available. The article was published in 2010 and no additional information is available. The device remains implanted and is not available for evaluation. A copy of the publication is attached to this report. The citation is as follows: law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 75(5), 757¿764. This is one of two devices associated with this event and the related report number is 9616099-2021-04514. As reported in the literature article by ,law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 75(5), 757¿764. Https://doi.org/10.1002/ccd.22356, two palmaz 3 series in one patient p308 stents developed hemodynamically significant restenosis. The device will not be returned. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event associated with stent implantation and is often associated with the progression of disease. However, the use of the palmaz stent is off label usage as the device is not indicated for pediatric usage. According to the safety information in the instructions for use ¿the palmaz xl balloon-expandable transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. To assure full expansion, inflate to at least the nominal pressure recommended on the catheter label.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by ,law, m. A., shamszad, p., nugent, a. W., justino, h., breinholt, j. P., mullins, c. E., & ing, f. F. (2010). Pulmonary artery stents: long-term follow-up. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 75(5), 757¿764. Https://doi.org/10.1002/ccd.22356, two palmaz 3 series in one patient p308 stents developed hemodynamically significant restenosis. The device will not be returned.